Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted the white twist clamp would not fully align with the notch of the main body. Functional tests including leak and clear passage tests were performed with no issues noted. The clamp function test showed that when the twist clamp was closed, it did not allow flow through the set; however, the clamp would not fully lock in position. Torque engagement was unable to be performed due to the detent not fully aligning with the notch. The reported condition was verified. The cause of the condition was a manufacturing related issue which occurred during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to close; further described as the ¿clamp cannot be completely closed, no leak occurred¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.